Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive. Reportedly, the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: upon return of the pump, the keypad was found to be worn but there was no evidence of peeling or tearing of the keypad cover. During testing the keypad was found to function normally with no evidence of the contacts either sticking or needing excessive force. The keypad cover was removed from pump; contamination was noted underneath the contacts of the up arrow and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.